Event description:
Philips received a complaint on the xl device indicating that the paddle lights up in red. There was no patient involvement. The philips person evaluated the device remotely. It was determined that the device is no longer under the warranty and the customer refuses to pay for the repair. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.